Manufacturer narrative:
It was reported that the hl20 single roller pump displayed the error message: "runaway". The event occurred during treatment, no harm to any person was reported. Since the reported failure "runaway" can cause an unintentional pump stop. Therefore, a report is required. A getinge field service technician (fst) was onsite for investigation. The fst could not reproduce the reported error message: "runaway". He detected a loose plastic cover in the bottom of the pump which was the cause for the "runaway" error. The pump was taken out of clinical use for back up procedures. Most possible root cause therefore could be determined to a loose part on the pump rear. The device in question was manufactured on 2008-04-25. The review of the non-conformities during the period of 2008-04-25 to 2024-03-04 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the investigation results the reported failure error message: "runaway" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4)

Manufacturer narrative:
It was reported that the hl20 pump displayed the error message: "runaway". The instant of time is unknown. No harm to any person was reported. A getinge field service technician will be sent for investigation and repair of the device. As soon as new information becomes available a follow up medwatch will be submitted.

Event description:
It was reported that the hl20 pump displayed the error message: "runaway". The instant of time is unknown. No harm to any person was reported.